Manufacturer narrative:
The device history record for the involved system one cycler was reviewed. No manufacturing deviations were noted and no parts were replaced related to the reported event. As of the date of this report the cycler serial number shows no other complaints for this issue. The log files were not made available for review in order to identify or confirm cautions and alarms that occurred during the event. The home therapy nurse provided additional training to the patient and caregiver on air removal procedure and reminded the patient that moving her arm can lead to elevated venous pressures and possible blood loss. The caregiver and patient demonstrated competence following the additional training provided by the htn prior to recommencing home hemodialysis without issue.

Event description:
A report was received regarding a (B)(6) year old female patient with a medical history significant for low hemoglobin, who was hospitalized and received 1 unit packed red blood cells after ending 2 consecutive treatments without performing rinseback. On (B)(6) 2016 treatment was ended due to elevated venous pressure, and on (B)(6) 2016 treatment was ended due to incorrect air removal. The home therapy nurse stated "the events were the result of improper techniques utilized for troubleshooting."